Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the displacement accuracy test. All buttons functioning properly. No damage on keypad traces noted during visual inspection. The j2 lcd connector was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and up and down arrow button were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer also reported that they were hospitalized with high blood glucose over 600 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.